Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.25x28mm synergy¿ drug-eluting stent was selected to treat the lesion. However, during unpacking, the stent was dislodged. No patient complications were reported.